Event description:
The pt was admitted for a procedure in 2009 with a calcified lesion in the left anterior descending branch. It was noted that the physician was unable to advance a 2.5 x 28mm cypher stent. After applying force, the physician was still unable to advance the stent to the lesion. The physician believes that he bent the stent, and it came off of the balloon. The entire system was then removed from the pt, and the stent was snared out from the pt. The pt was in stable condition.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.